Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise. Noise could not be reproduced with isometric testing and pocket manipulation. The lead remains implanted and will be monitored.